Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was completed via a 5f and 6f sheath upsized to 18f. The prostar xl pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. A conclusive cause could not be determined for the reported difficulties deploying the needles. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. In addition, returned sterile device testing was successfully performed. Test results did not observe any device deficiency. The sterile devices tested met design performance specifications for needle and suture delivery, suture movement and tissue capture. D10, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Date of event estimated. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted using a prostar xl device with a 5f and then 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the prostar xl needles came out below the device, through the skin, and not through the body of the device. The sheath was upsized to 18f and the aaa procedure was completed. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.